Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call failed battery test. Customer's blood glucose level was 100 mg/dl. Troubleshooting for failed battery test was performed. Customer advised they had a weak battery alarm and the device shut off and then a failed battery test occurred. Customer advised the display screen was blank and there was a dark circle. Customer advised they replaced the battery and the device is working fine. Customer advised the weak battery alarm is usually followed by a failed battery test alarm.